Manufacturer narrative:
Manufacturing and quality control data the prosa® was manufactured by a qualified employee in february 2017. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The prosa® has a normal pressure range of 0 to 40 cmh2o. The valve was inspected as article fv701t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection no significant deformations or damage of the valve were detected during the visual inspection. Permeability test a permeability test has shown that the valve is permeable. Adjustment test the prosa® valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in both positions. Results first, we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of under-drainage. At the time of our investigation, the valve was operating within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
Investigation is done.

Manufacturer narrative:
Investigation on- going. Additional information/ investigation results will be provided in a supplemental report.

Event description:
It was reported that a prosa valve was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the valve was believed to be underderainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: age: (B)(6) years. Weight: (B)(6) kg. Height: (B)(6). Gender: male.